Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from connector. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.